Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg pocket site was repositioned to resolve the issue.